Manufacturer narrative:
H6: investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that unspecified bd¿ catheter was damaged. The following information was provided by the initial reporter: inserted IV into pt, IV catheter was cracked, not known until IV in and blood return obtained. Pt was stuck 2 more times as a result of 1st attempt malfunctioning catheter.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ catheter was damaged. The following information was provided by the initial reporter: inserted IV into pt, IV catheter was cracked, not known until IV in and blood return obtained. Pt was stuck 2 more times as a result of 1st attempt malfunctioning catheter.